Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation noted that the pulse generator had failed to be interrogated. The pulse generator was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. The device was in backup condition upon receipt consistent with corrupted device image triggered by unknown source. The device communicating through inductive telemetry only, and battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed, after re-loading the device code, indicated normal functionality. Further evaluation through rf telemetry measured normal communication results. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.